Event description:
In 2007: doctor performed bone grafting procedure, patient developed allergic reaction (hives) ; patient had also been prescribed the antibiotic "doxycycline", which she had never taken. Patient stopped taking the antibiotic doxycycline and went back to the doctor's for a follow up visit and all the allergic reaction had cleared up (no more hives). Patient progressing without further complications.